Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the patient on february 24, 2006 and obtained/verified the following information. The patient reported that 2 weeks before he tested his blood glucose and obtained a result of 160 mg/dl. He took 20 units of his 75/25 insulin, which is based on this sliding scale. Soon after taking the insulin, he began to feel "stupid", which he stated, meant hypoglycemic. He visited his physician once the symptoms began and his blood glucose was tested on the physician's meter. The result was 42 mg/d. He was given juice and advised to go to the hospital, where is blood glucose was monitored for a few hours. The test strips were in good condition, codes matched, and the techniques for cleaning to the puncture site and for applying the blood to the test strip were correct. The patient did not have control solution to test. This complaint is being reported because the patient based his insulin dose on the meter result and later had a hypoglycemic event. A replacement meter has been sent.